Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, for 15 patients, involving the access 2 immunoassay system. This report is four of ten referencing the patient on the event date noted. The customer stated some of the results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, through an alternate methodology, generated lower results. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) cleaned the wash valve and the analytical module, and adjusted wash wheel alignments. The fse noted wash buffer crystals and a black substance prevented the wash valve from sealing properly, which introduced air slugs in the dispense lines. The fse cleaned the wash valve and performed system verification: high sensitivity (hs) system check, routine system check, and quality control (qc) results passed within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00537, 2122870-2014-00538, 2122870-2014-00539, 2122870-2014-00540, 2122870-2014-00541, 2122870-2014-00542, 2122870-2014-00543, 2122870-2014-00544, 2122870-2014-00545, 2122870-2014-00546.